Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that an error posted "rack not found". The customer verified that the racks on the table were the racks on the deck of the analyzer and tried recovery, but the error persisted. Ccc instructed the customer to take system offline and perform a conveyor initiate. The error cleared and brought the system back online, and the system is reaching temperature. The ccc dispatched a siemens customer service engineer (cse) at the customer's request. The cse advised the customer how to properly close the rsm shutter door. A siemens headquarter support center (hsc) specialist evaluated the instrument data, and concluded that it is normal operation of the system when a rack is trying to be moved in or out. The shutter is opened and will stay open if an error occurs. The error must be cleared to get the shutter closed. The cause of the three samples which could not be processed for add-on testing was due to the rsm shutter door which was left open, causing temperature to reach 15°c. The cause of the employee slipping was due to water that leaked once the rsm shutter door closed. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of an aptio automation system stated that the refrigerated storage module (rsm) shutter was left open over the weekend, causing the temperature to rise to 15°c three samples which were scheduled for add-on testing had to be discarded as the temperature was outside the customer's storage parameters for samples. The physician(s) were notified of the issue. When the operator closed the rsm shutter, water spilled under the rsm and an employee slipped on it. The employee went to health services. There are no known reports of patient intervention or adverse health consequences due to three samples which could not be processed for add-on testing. There are no known reports of adverse health consequences the employee slipping.